Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a dexcom g7 experienced an issue where glucose values displayed on the ilet lock screen and in the ilet app, but the unlocked ilet pump displayed a persistent ¿pairing¿ message after a new cgm warmup. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included temporary loss of real-time cgm data display on the unlocked pump without medical intervention or hospitalization. Investigation included user guidance to allow additional time post-warmup for connection and observation for resolution. Investigation of this case revealed a communication and pairing delay between the ilet and the new g7 sensor, consistent with transient bluetooth connectivity or synchronization latency during initial setup, with no evidence of pump alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue during cgm onboarding.